Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised one of enduser's family members noticed one front caster was off the ground by a half inch to an inch.